Event description:
The system 6 pin collet was sent for service and during failure analysis it was noted that there were metal shavings in side of the attachment. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The system 6 pin collet was sent for service and during failure analysis it was noted that there were metal shavings in side of the attachment. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The quality specialist confirmed the reported event and found the gripping balls were damaged and metal chips were found inside the collet. Debris was also found inside the collet. According to a review of the risk documents, metal shavings may be produced due to damage to the gripping balls. The damaged gripping balls and debris likely interfered with the attachments ability to grip and drive a pin. Therefore, it is likely the reported event was due to ball failure.